Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
It was reported to vyaire medical that bellavista1000 us experienced alarm 352 - persistent data corrupted while connected to a patient. The customer confirmed that intervention was required. The patient was placed on another ventilator; however, there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. As a resolution, technical support initiated mainboard replacement and reset counters in ivista. The unit sw was updated to patch 21. Performed 2p calibration, circuit and verification test. Ran unit for 20 minutes and the unit worked properly with no performance issue. However, exact root cause could not be established as the issue is no longer reproducible. It is most likely that the epc is causing the issue.